Event description:
It was reported by sale rep that the revision surgery will be performed on (B)(6) 2024 due to patient x-ray shows dislocated after the primary surgery. The adm x3 dislocated from the mdm metal liner. The surgical treatment for the disease is stem replacement. The revision surgery was performed and reinserted into the patient except the stem as the original stem size was unable to be used.

Manufacturer narrative:
Reported event: an event for revision involving an accolade stem was reported. The event was confirmed via medical review. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical records, surgical records or revision records were provided for review. Photos of x-rays show a dislocated mdm-accolade tha construct. Of note, full seating of the mdm liner cannot be determined. Event confirmation: a dislocation can be confirmed. A revision cannot be confirmed but would be expected. It cannot be determined if this was a ¿dislocation¿ vs an intra-prosthetic dislocation. Root cause: the root cause of the dislocation cannot be determined without additional medical information. The root cause of the revision, if confirmed, would be a dislocated mdm construct. Device history review: a review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation. A review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical records, surgical records or revision records were provided for review. Photos of x-rays show a dislocated mdm-accolade tha construct. Of note, full seating of the mdm liner cannot be determined. Event confirmation: a dislocation can be confirmed. A revision cannot be confirmed but would be expected. It cannot be determined if this was a ¿dislocation¿ vs an intra-prosthetic dislocation. Root cause: the root cause of the dislocation cannot be determined without additional medical information. The root cause of the revision, if confirmed, would be a dislocated mdm construct. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.